Event description:
It was reported that during use of this suture hook in a shoulder arthroscopy, the tip of the hook broke off in the surgical site. The surgeon was unable to retrieve the broken portion arthroscopically and therefore, an incision was made to retrieve the device. The device was retrieved via open incision. To date, the condition of the patient is unknown.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the device was discarded by the facility and therefore, will not be returned for investigation. A review of product history for this failure mode found that the tip of the device broke at the weld. A visual examination of returned devices found the outer tube bent related to excessive lateral force. Conmed linvatec will continue to monitor this device for failures.